Event description:
A pt with a non-healing thoracotomy wound experienced bradycardia and passed out shortly after initiation of v.a.c. Therapy. V.a.c. Therapy was discontinued. This experience was repeated two more times when v.a.c. Therapy was reinitiated, first at the hosp emergency room and then in the ICU, where the pt was taken for the controlled enviroment.